Event description:
It was reported that the machine low vacuum alarm fails to reset automatically.

Manufacturer narrative:
As of today, no device has been returned as it has since been confirmed that the device was checked at the local service centre and it was confirmed that no problem was found with the device. As a result, no further actions are required at this stage but if the complaint device is returned in future then this case may be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.